Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer mentioned that biomed will replace the uim. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the avea ventilator's uim (user interface module) was blank on start up. The customer confirmed that there was no patient involvement associated with the reported event.